Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was post-shock oversensing. Boston scientific technical services (ts) indicated that although the post-shock pacing terminated inappropriately, the patient's intrinsic rhythm became evident after 3-4 seconds. No changes to the system were performed. No adverse patient effects were reported.